Event description:
It was reported that the articulating arm (a component of the percupump ceiling mount system) failed at the socket end causing the injector to fall. Followup by the e-z-em territory representative revealed that the injector did not strike the pt, however, it did hit the technician's knee causing a rather large bruise. The injury incurred by the technician was not serious and medical intervention was not required.